Manufacturer narrative:
It was alleged that a nurse had allegedly sustained a groin strain and required to see the doctor, get medication, and an x-ray. H6: an eval is ongoing and a follow-up report will be issued in the future.

Event description:
It was reported by the customer that a caregiver was allegedly injured from unlocking the brake steer pedal from the head end of the stretcher.